Manufacturer narrative:
Insulin pump was received with button error alarm due to flattened buttons dome switch. Insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 430 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.